Event description:
It was reported that this pacemaker reverted to safety mode. This device was explanted, and new device was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.